Manufacturer narrative:
This is the second revision surgery underwent by the patient. On (B)(6) 2016 the patient had an antibiotic spacer implanted due to a non-medacta product failing. On (B)(6) 2016 the surgeon removed the antibiotic spacer and input permanent implants (medacta). Batch review performed on 03 october 2016. Lot 134134: (B)(4) items manufactured and released on 03 december 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient was infected with pseudomonas. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.